Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor (et) and movement disorders. It was reported that a patient was experiencing periodic times where the ins felt warm and would hurt. The patient confirmed that it was not related to charging the ins. It was stated by the rep that the patient had been implanted for quite a while and they had recently been seen by a neurologist and it was determined at that time that everything was fine. The rep noted that the patient arrived to the appointment with therapy "off," and stated the patient did not know why or how it was turned off, but believed it was "due to their wife trying to make adjustments with the patient programmer (pp)." No further symptoms or complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the cause of the issue was unknown. No actions/interventions were taken to resolve the issue. The issue was unresolved. It was unknown when the heating/pain symptom was first noticed.